Event description:
The patient claimed he has to press the ok and up buttons multiple times for the pump to respond. He stated that the keypad unresponsiveness issue has been intermittent for the past 4-6 weeks. The patient denied any water exposure.

Manufacturer narrative:
The pump was returned to animas for evaluation and the investigation results confirmed the keypad defect. The results of the investigation were as noted: pump was returned with the keypad peeling up at the ok key; all keys were intermitting responding and only respond when excessive force was applied; keypad was removed to investigate the intermitting key response, evidence of the keypad adhesive was found under all key contacts. It was also noted that the center of the audio bolus button was torn but the button was responding when tested.